Event description:
The manufacturer has been informed of the passing of a patient who was using a dreamstation auto CPAP device. The caller explained that she had received the device from a deceased individual and inquired about the return process. She was provided with a link to the recall website to register the device, and was assured that a representative would reach out to her for further details. No additional information was shared, and there are no claims indicating that the device played any role in the patient's death. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.